Manufacturer narrative:
(B)(4). The device was not returned for investigation. Reportedly, the vessel to be treated was in the left main (lm). It should be noted that the xience v instructions for use (IFU) indicates that the use of the xience v in patients with an unprotected left main is contraindicated. Difficulty to deploy the stent can be a result of, but is not limited to, incorrect stent placement on the balloon, patient anatomical morphology, device size selection, or inflation technique when using the device. In this case, no pre-dilatation was performed. The IFU indicates to pre-dilate the lesion with a percutaneous transluminal coronary angioplasty (ptca) catheter of appropriate length and diameter for the vessel / lesion to be treated. Limit the longitudinal length of pre-dilatation by the ptca balloon to avoid creating a region of vessel injury that is outside the boundaries of the stent. It is possible that the lack of pre-dilation may have contributed to the balloon and the stent moving proximally in the lesion. Reportedly, the vessel diameter in the lm was 4.5 mm, although, a 3.0 mm diameter stent was chosen for implant. The IFU states that the maximum stent outer diameter for a 3.0 mm stent is 3.5 mm. Therefore, even with complete expansion, it is likely that the stent would not have been fully apposed to the vessel wall. If the stent was partially expanded during the attempt to deploy, this could cause the stent to dislodge and ultimately migrate into the aorta. To ensure this issue is not the result of a manufacturing deficiency, a sampling of units is destructively tested to verify proper stent deployment and uniformity of expansion. Additionally, all stent delivery systems (sds) are inspected for proper stent placement, stent damage and crimped stent outer diameter and a sampling of units is destructively tested prior to release to verify stent dislodgement force. Since there was no report of any damage to the sds or stent implant prior to use, this suggests a product quality deficiency did not contribute to the reported difficulties. Additionally, the patient was transferred to another hospital for coronary artery bypass surgery, where a segment of the stent was removed during coronary artery bypass graft (CABG) surgery. Reportedly, a segment of the stent remained in the patient anatomy. The IFU warns: in case of life-threatening serious adverse event, stent placement should only be performed at hospitals where emergency coronary artery bypass graft surgery is accessible. Based on the information provided, it appears that the reported difficulties are related to case circumstances. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot, which could have contributed to the reported event.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, an unspecified device failure occurred. The device was removed and two additional proglide devices were used with the same results. The method of how hemostasis was achieved was not reported. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4) pt selection, no pre-dilatation, size selection, non-emergency facility. (B)(4). The customer reported the device was discarded. The lot number was provided. A f/u report will be submitted with all relevant information.

Event description:
It was reported that during the procedure in the left main artery, pre-dilatation was not performed. The xience v stent system was advanced to the lesion and during inflation of the balloon, the balloon and the stent moved proximal and the stent dislodged. The stent migrated into the aorta approx 12 mm. The pt was transferred to another hospital where the stent was cut using an unspecified method. One segment of the stent remained in the left main artery. The other segment of the stent was removed from the anatomy. Coronary artery bypass surgery to the left anterior descending artery was performed. The pt remains hospitalized. Though requested, additional information was not provided.